Event description:
It was reported that during deployment in a venous anastomosis via rua graft access, the stent allegedly jumped. It was further reported that another stent was used to pin the stent in place. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available for evaluation. Images were provided demonstrating patient treatment including placed stents. However, the images did not demonstrate the actual placement site versus the intended placement site. Video clips demonstrating stent misplacement during deployment were not provided. Therefore, the alleged stent misplacement could not be re produced which led to an inconclusive evaluation result. In this case the patient condition was reportedly not difficult, and the oversizing was sufficiently chosen to 2mm. The deployment as such was not difficult. The stent was deployed inside a venous anastomosis which is an off label use. A manufacturing related root cause was considered; however, no sample was returned so that a sample investigation was not possible. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'the stent should be approximately 1 mm larger in diameter than the target lumen.' In regards to pta the IFU state: 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician.' Holding and handling of the system throughout deployment was found sufficiently described. The bard lifestarvascular stent system is indicated for the treatment of (...) Common and/or external iliac arteries (...). H10: d4 (expiry date: 09/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Images were provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device has not been returned for evaluation. The investigation is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during deployment in a venous anastomosis via rua graft access, the stent allegedly jumped. It was further reported that another stent was used to pin the stent in place. There was no reported patient injury.